Event description:
The pump was returned for investigation. Investigation revealed that the display screen was dim and discolored. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. On investigation, the pump powered up to a dim and discolored verify screen with the appropriate audible and vibratory alerts. Unrelated to the display issue, black box history showed that a time and date reset occurred on 12/11/2013. A time and date reset to default was observed when battery was removed and re-inserted after 6 hours. A failed internal clock battery was found on the printed circuit board when the pump casing was opened to investigate. (B)(6).